Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case 5 of the ard's of the polyethylene liner have fractured. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. The patient is a reported male. No further demographics have been made available. The devices were implanted in 2003 and explanted in 2013; 10+ years in vivo. Device history records review for 121932056 lot no. X2kae1 finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the reported polymer liner. The search was not possible against the acetabular cup as the necessary product/lot code information was not provided. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Event description:
Patient was revised to address poly wear. Update rec'd (B)(4) 2014: upon analyst review of returned product it was discovered that the cup needs to be added to complaint as a contributing factor of disassociation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.